Event description:
It was reported that the patient presented in-clinic for follow-up due to right ventricular (rv) lead noise over-sensing noted via merlin. Net remote transmission. Upon interrogation it was noted that the rv lead also exhibited high capture threshold, and r-wave amplitude variation. Chest x-ray was performed and revealed that the rv lead had dislodged with lack of slack, as well as right atrial (ra) lead micro-dislodgement. Patient had claimed experience of dizziness and tiredness. Isometrics was performed and confirmed noise on rv lead and ra lead. Programming changes were made initially, and later the rv lead was explanted and replaced. Patient condition was stable.